Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a potential of a lead fracture and electrogram showed noise on the lead. Patient was in the hospital in isolation ward du to infection. The lead is still in use. No further patient complications have been reported as a result of this event.